Manufacturer narrative:
(B)(4). Date sent: 08/18/2020 d4: batch # u5af39 device analysis: the analysis results found that the tx30v device arrived with no apparent damage and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: attempting to force the trigger to complete the closing stroke with too much tissue or thickened tissue may result in poor staple formation with the loss of staple line integrity and subsequent leakage, disruption, or poor healing. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties noted and no reload was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a hepatectomy, the stapler engaged on tissue, but would not initially disengage and had to be maneuvered carefully off of tissue. The device did deliver staples, but the staple line was not complete. The shape of the deployed staples is unknown. No information regarding the locking of the tissue retaining pin. It was not difficult to open or close. A second device was used to complete the procedure. There were no patient consequences or change in the post-op care.